Event description:
Three-piece modular endovascular graft was placed without complication. Post angiogram noted pt renals and a proximal type I endoleak. Area was re-ballooned in an effort to obtain a good seal at the proximal landing site. Endoleak still presisted. Consideration was given to placement of a proximal cuff, but it was decided that there was not a sufficient landing zone between the renal arteries and the graft to deploy the extension. Placement of a stent was comtemplated but the needed catheter could not be acquired. Another manufacturer's cuff was placed at the site of the proximal endoleak. Post angiogram noted that the endoleak was resolved, but the right renal artery was occluded. The physician attempted to access the area but was unsuccessful. Further attempts to regain patency of the renal artery proved to be unsuccessful as well. The physician attempted to move the graft down but was unable to remove the impinging device from the renal orifice. Final angiogram noted endoleak resolved and right artery occlusion.